Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted a supply change on the ilet and received an unable to proceed alert with a reported high blood glucose of 360 mg/dl, after which inspection showed the cartridge¿s rubber septum appeared distorted and the needle would not properly seat or attach; the user replaced all supplies, confirmed drops, reconnected, filled the cannula, resumed delivery, and had previously taken 7¿10 units of subcutaneous insulin by pen while advised to manage the risk of insulin stacking. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a device packaging concern related to the cartridge component, although no device problem was ultimately detected upon review. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected. The user later reported glucose of approximately 140 mg/dl on continuous glucose monitor (cgm) with stability.